Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the screwdriver broke. The repair technician reported the handle was marked up, the shaft was bent, and the tip was worn. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 6 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two ball hex screwdrivers (part 357.515, lots 4663444 and 5408336) were received damaged. The shafts are severely bent on both. On lot 4663444, two portions of the handle have broken off revealing a bent and migrated dowel pin. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The ball hexagonal screwdriver, 8mm (357.515) is noted in several system technique guides including the titanium femoral nail, titanium trochanteric fixation nail and titanium trochanteric fixation nail ¿ screw option. In each system the driver is utilized to tighten/loosen the connecting screw which connects the selected insertion handle to the nail. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): top-level and handle. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by excessive torsional force ultimately leading to the devices bending and breaking. It is not likely that the design of the devices contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Patient ID number: (B)(6) device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history record review: no service history review can be performed as part number 357.515 with lot number 5408336 is a lot/batch controlled item. The manufacture date of this item december 13, 2006. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 13, 2006 . A material record report was generated during production for a visual non-conformance. This non-conformance is not relevant to the complaint condition since a visual non-conformance would not cause the screwdriver to break. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an expert (ex-) tibial nailing procedure on (B)(6) 2016. The procedure was conducted under radiolucent triangle with the patient¿s knee positioned at a 45-degree angle. After inserting the nail and four (4) locking screws, the surgeon was unable to disengage the connecting screw from the insertion handle. It was noted that the connecting screw had jammed inside of the handle at the proximal end of the tibial nail. Several attempts were made to remove the instruments with the use of a ball hexagonal screw driver, but the attempts were unsuccessful and resulted in the breakage of three (3) drivers. The surgeon made the decision to remove the locking screws and back the nail out from the patient¿s tibia. The construct was taken to the back table where the instruments were finally able to disengage from the nail. The same implants were then successfully re-inserted with the use of the same instruments without repeated issue. During the reaming of the tibial canal, it was noted that the flexible shaft connector came part into three (3) components. An alternate shaft was available for use to complete the procedure. Due to the intra-operative issues, the procedure was prolonged by one (1) hour. Concomitant device(s) reported: ex-tibial nail (part/lot numbers: unknown, quantity: 1) and locking screws (part/lot numbers: unknown, quantity: 4). This report is 4 of 5 for (B)(4).